Event description:
It was reported that the device was returned due to pump had failed flow accuracy test. The investigation confirmed the customer¿s complaint, volumetric accuracy test.this issue was determined to be reportable. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Downstream occlusion(dso)seal. Replaced, pumping motor. Software updated. Unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.